Manufacturer narrative:
Standard disclaimer on file.

Event description:
A niddm tested his blood glucose and obtained a reading of 135 mg/dl on suspect device (similar readings available in memory). He did not feel well at the hosp, the lab draw blood glucose reading was 330 mg/dl, 30 minutes later. He received no treatment.